Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient isn't voiding as much today and is concerned. The next day, they haven't contacted their healthcare provider (hcp) yet and the patient is still unable to void on their own; they are frustrated with this. On (B)(6), patient felt the urge to void, but was still unable to. The next day, patient feels they are doing worse now as they are catheterizing more than before. No device issue and no further patient complications have been reported as a result of this event.